Event description:
It was reported by an mhra report from the hosp following a coronary angiogram an angio-seal was used to seal the right groin puncture. A pre-deployment femoral angiogram revealed an area of stagnant flow in the iliac fossa region. After deployment, the puncture site continued to bleed, oozing slightly. Manual compression was applied for 5 mins and hemostasis was achieved. The pt returned to the ward and no hematoma or bruising were present. The pt was discharged. The next day, the pt was re-admitted complaining of severe right leg pain. The pt's foot was cool to the touch and pedal pulse on the right leg was absent. An arterial duplex scan revealed a near occlusion of the tibial-peroneal (tp) trunk caused allegedly by an intimal flap or a small piece of retained equipment from the cardiac procedure. The pt underwent a surgical right popliteal thromboembolectomy. Surgical findings stated a clot formation was present with an alleged portion of the angio-seal. The removed foreign material remains with the vascular surgeon. The pt was reportedly recovering well.

Manufacturer narrative:
No product was returned for eval. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info rec'd, the cause for the vessel occlusion could not be conclusively reported. The angio-seal instructions for use (IFU) caution that should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. A search of the angio-seal database revealed no current training record for the physician. The IFU caution that the angio-seal device is to be used only by a licensed physician (or other healthcare professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent.